Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed no delivery during a bolus. Troubleshooting was performed. The customer stated that the reservoir was not empty when the alarm occurred. The customer stated that the infusion set and reservoir was changed to resolve the issue. Ran a fixed prime and passed. The customer stated that she just came back from the emergency room, and was not willing to reconnect to the insulin pump due to the alarms. The customer does not feel comfortable and requested a replacement of the insulin pump. No further information was provided.